Event description:
It was reported that during an attempted implant, lead would not advance through the superior vena cava. The lead was not implanted. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.